Event description:
"Consumer states that over the last year the concentrator has been making excessive noise and there is more heat coming from the concentrator than normal. They also state it is uncomfortable to stand over." No alleged injury.

Manufacturer narrative:
No RMA has been initiated for this issue. Model irc5lxo2, serial number/date (B)(4) is approximately 11 years old. The owner's manual part number 1143482 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer states that over the last year the unit is allegedly over heating.